Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing low blood glucose (bg) levels (20 mg/dl) due to needing adjustments to the pump settings. Customer required intervention to correct his bg via his wife bringing him a soda. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.